Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the round button on the insulin was not reacting properly. The display was not readable. The language button did not respond. The insulin pump did not respond to a new battery after 30 minutes. The display was black. Customer's blood glucose level was 7.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored. No unexpected blank display with vibrating noted during testing. Device functioned properly. All button functioning properly during testing. No damage on keypad traces noted during visual inspection. Lcd connector was inspected and no anomaly was noted. Device passed leak test. Device received with minor scratched lcd window.